Manufacturer narrative:
Additional catalog # 041, 054. The physician did not make the penumbra territory manager aware of this problem at the time. Only after he relocated this practice did he discuss the issue casually and as an aside to another conversation with a penumbra sales representative. The devices were not returned. Without the return of the devices, the root cause of the problem cannot be determined.

Event description:
The physician explained that he has experienced the penumbra system reperfusion catheter collapse all along the body of the catheter. This made passing the separator wire through the reperfusion catheter impossible. When this occurred, the reperfusion catheter was exchanged for a new catheter and the case was completed successfully. The collapse or narrowing of the body of several different sizes of the reperfusion catheter line has been observed by the physician while he was at a different hospital.